Event description:
A staff pharmacist was dispensing a prescription for u-100 insulin syringes. When she reached into the stock box to grab a bag of MFR pre-packaged insulin syringes, she was pricked by an uncapped needle from one of the insulin syringes in the unopened bag.